Manufacturer narrative:
According to the customer on (B)(6), the manifold was being set up for a left heart cath procedure and there was nothing visibly wrong. The syringe was backing off. The syringe was from a sub of the control syringe which the account has had many issues with. The staff pulled a new syringe. There was no patient involvement and no impact to the patient. A sample is not available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer on (B)(6), the manifold was being set up for a left heart cath procedure and there was nothing visibly wrong. The syringe was backing off.